Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a detached fragment at the distal tip the pitch cable crimp is missing. The instrument was found to have a dislodged flush tube. Flush tube is visibly protruding past the luer plate and does exhibit damage. The flush tube is crushed. Luer plate does not exhibit damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken wire which was rattling from the head. No fragments fell into the patient. The procedure was completed with no reported injury.